Event description:
I have had my life stolen from me because of essure. I have developed medication resistant epilepsy and have seizures since having this device inserted and then removed. It still having it removed did not heal or reverse any of my seizures or symptoms. I actually have still been feeling like an aging woman like I'm 90 but I'm 36 and recently have been told I have many cysts on my ovaries from this. I had essure put in 2013 and removed 2014 now needing more medical attention for the excessive bleeding where I have to wear diapers because nothing helps or I have to live on the toilet while I'm on my period. I also now have seizures you stole my children's lives and mine. You should be responsible for all medical care needed due to this.